Manufacturer narrative:
The complaint was not confirmed for a component by the technician but a substance was observed near the rear bearing and a sample taken. The device was scrapped by the manufacturer.

Event description:
It was reported that during equipment testing by the customer at the user facility, the device, leaked oil. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during equipment testing by the customer at the user facility, the device, leaked oil. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.